Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged 976000100 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed scuff marks, chipped cover material, and a broken lid near the screw. Functional testing was performed, and it was noted that an error message was displayed on the device screen: ¿pump rotor.¿ if the pump rotor is not engaged or not turning, the ¿pump rotor¿ alarm sounds. The response is to remove the pump loop tubing from around the pump rotor, press down, and simultaneously turn it clockwise until it is engaged. Then, place the pump loop tubing around the pump rotor. After troubleshooting, it was found that blood was not able to enter the disk portion of the disposable due to the pump rotor being popped up. Once it was pressed down, the blood was properly pumped. However, during the entirety of the run, the pump rotor would pop out of place. Additionally, no prp was produced, presumably due to the pump rotor failure. The most likely cause of the reported failure is wear and tear of the device and extended use in the field. The device manufacture date is march 2012.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/17/2025, a sales representative reported via (B)(4) that a 976000100 angel centrifuges black wheel that pumps blood through the tubing would pop up after a couple of rotations once the angel started spinning. They had to press my finger on the wheel during the spin to keep the black wheel from popping. The issue was discovered during a case with no adverse effects on the patient.